Manufacturer narrative:
Analysis summary: complaint not confirmed. Analysis noted that upon receiving device, the coating on the blade was chipped and damaged prior to receiving device. Upon testing device for functional tests, the device was observed, and no failures were detected during analysis. With the time stamp provided, it was confirmed that the device was successfully programmed during the packaging phase in manufacturing and activated after it left the facility. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a biomed regarding a generator and a handpiece. It was reported that they were trying to do a preventative maintenance on the system and received an e5 error (handpiece has reached end of life). It was noted the biomed suspected an out of box failure of the handpiece as he didn¿t think it had been 24 hours since it was first connected to the system for testing. It was noted the biomed was transferred to service and repair.